Event description:
The device was returned to the philips bench for repair. During device evaluation, it was observed the etc02 module was not functioning. There was no allegation of malfunction. There was no reported patient involvement.